Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. (B)(4).

Event description:
Day 2 of advanced evaluation. The trial patient reported that they had heavy bleeding at the lead site onto the bandage. It was unknown if the issue was resolved. Additional information from the patient indicated that the leads may have come out of her incision and that they are also bleeding. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.